Event description:
During routine shift check, charge nurse (rn) noted defibrillator not working. House supervisor was notified and the unit was exchanged. Bio med notified and checked non-working defibrillator but had to send it out for repair because the service logs indicate the coin battery was depleted even though the coin battery was replaced in the past summer and should last 3-5 years. It may also have a power supply issue which will be determined by the manufacturer.======================manufacturer response for cardiac defibrillator, lifepack 20 (per site reporter).======================too soon to know. Just sent in on (B)(6) 2013.what was the original intended procedure?cardiac defibrillator.